Event description:
Caller reported that a malfunction occurred on the pump after it fell out of a pocket. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
Caller reported that a malfunction occurred on the pump after it fell out of a pocket. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.